Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button was not responding and buttons were sticky as well as no longer working. The blood glucose of the customer was 202 mg/dl. The customer was advised to discontinue the usage of the pump and revert back to the back up plan as per health care professional instruction. The device will be returned for the analysis.